Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Phone unknown/not provided. Serial#: unknown/not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. Device manufacture date: unknown, as the lot number of the device was not provided. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient (was) seen in vision correction center experienced complication from a lasik procedure. The complications appeared to be sands of sahara. Suspected cause of syndrome from amo intralase (ifs) laser. Patient required intervention. Report number mw5084811.